Event description:
It was reported that a patient underwent a tapp lap right inguinal hernia repair procedure on (B)(6) 2015 and straps were used to secure mesh. After the 6-7 firings, the white tip on the end of the device fell off. It was immediately noticed and retrieved. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
Conclusion: the actual device, with the cannula cap detached from the cannula tabs, involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation found that impact damage on the insertion fork caused damage bending on the prongs which is why the internal cannula components were not sliding properly. The prongs of insertion fork were not designed to hit or perforate on hard surfaces. It is possible that the cannula cap detached due to bent damage on the prongs of insertion fork; indication of excessive forces had being noted on the cap that was returned for analysis.